Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 and 5.2 was failed. The field service engineer replaced the drawer controller board and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer reported that drawer 5.1 and 5.2 was failed and it was impacting the patient care. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.